Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using different charging supplies. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement tandem cable and wall adapter via two-day shipping. The customer found and used a third-party charging cable, which successfully charged the pump, while technical support followed up via email and call to ensure resolution.